Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer performed maintenance on the cobas 8000 ise module on (B)(6) 2017. After this, the customer stated that they received an erroneous results for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on the cobas 8000 ise module. All samples were repeated prior to releasing results outside of the laboratory. The customer provided data for one patient sample that had an erroneous sodium result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 129.11 mmol/l and repeated as 138.79 mmol/l. No adverse events were alleged to have occurred with the patient. The sodium electrode lot number was b47, with an expiration date of 18-jul-2018. An ise check was performed and this was acceptable. Calibration data was acceptable. A review of the alarm trace showed sample probe aspiration errors after the time of the event. Precision studies were performed and no real issues with the instrument were seen. A specific root cause could not be determined based on the provided information. The maintenance performed prior to the event may be a possible root cause. The issue was resolved by a new prime and re-calibration.